Event description:
The seat upholstery is raggedly and the back upholstery is torn where the screw holes are.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.